Event description:
The customer observed unexpectedly low results on three patient samples processed using vitros phyt slides on a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. A result for one of the three patients was reported, and a corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event found that the phyt qc results were acceptable and that the analyzer was operating as intended. The definitive root cause is unknown. An unknown interferent and user error in the preanalytical processing of the samples could not be ruled out.